Manufacturer narrative:
A lot history review (lhr) of reaz0588 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that patient used a PICC device (bard - groshong 3fr). It was stated that the connector was exchanged and after the exchange there was great resistance suggesting obstruction, unsuccessful negative pressure was attempted and the catheter was removed. Upon examining the full length no clots were seen, but it is clear that the connector it was not patent. Peripheral venipuncture was required to complete the treatment.